Event description:
It was reported that when using the bd pyxis medbank system, the key was physically stuck inside the smart remote manager, preventing the user from accessing both the refrigerator and the freezer while attempting to dispense medication to a patient. This incident did not cause any delays in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to unlock the remote manager due to a key stuck in the lock. A field service engineer unassembled the remote manager lock and repaired it to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.